Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that there was a latitude red alert for high shock impedance (>400ohms). The patient was contacted and instructed to get a chest x-ray and be seen in device clinic. Clinic testing found some noise in one of the sensing vectors. The cause of the high impedance could not be determined so the patient was admitted and scheduled for surgery to replace the electrode. When the chronic pulse generator was connected to the new electrode, the high impedance alert persisted, so the pulse generator was also replaced. There were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that there was a latitude red alert for high shock impedance (>400ohms). The patient was contacted and instructed to get a chest x-ray and be seen in device clinic. Clinic testing found some noise in one of the sensing vectors. The cause of the high impedance could not be determined so the patient was admitted and scheduled for surgery to replace the electrode. When the chronic pulse generator was connected to the new electrode, the high impedance alert persisted, so the pulse generator was also replaced. There were no additional adverse patient effects.